Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 463 mg/dl and insulin pump was also suspending even though her blood glucose was at 108 mg/dl. The sensor glucose was 142 mg/dl from the reported event. The sensor glucose and blood glucose difference was within acceptable range. The customer also reported the issues with the care link. Customer advised to monitor and call back if needed. The device will not be returned for the analysis.